Manufacturer narrative:
Correction. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported that the unit was giving error code message of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) failed. The customer confirmed there was no patient involvement at the time of the reported issue.

Event description:
The customer reported that the unit was giving error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. The customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.